Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture breast: observed, broken device assessed as surgical impact opening (shell thickness within specification). Seroma breast: unable to observe since it is not related to the device. Additional observations: nick is observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reporting a rupture of the left device discovered on examination, inflammatory episodes with increasing of breast¿s size and pain at the opening of the capsule, an effusion is found. Removal of the completely ruptured device and of the gel. Deep cleaning of the cavity to remove gel and silicon fragments. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
A healthcare professional reporting a rupture of the left device discovered on examination, inflammatory episodes with increasing of breast¿s size and pain at the opening of the capsule, an effusion is found. Removal of the completely ruptured device and of the gel. Deep cleaning of the cavity to remove gel and silicon fragments. The device has been explanted.